Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed an unspecified infection. The whole system including the implantable cardioverter defibrillator and the right ventricular lead was explanted. The patient was in stable condition prior and post procedure.